Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low," and the meter bg reading was 29 mmol/l. Bg was successfully addressed via a correction bolus. System check with technical support did not identify any additional issues with the pump or related supplies.